Event description:
It was reported that the insulin pump alarmed off no power and no delivery. The blood glucose reading was 96 mg/dl. The customer stated that she did not receive a low battery alert prior to the off now power alert. She declined troubleshooting for both of the alarms. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.